Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and associated driveline were not returned for evaluation. Information r received from the site indicated that the patient had a bowel perforation due to tunneling of the driveline through the colon during implant. The reported event could not be confirmed due to insufficient evidence. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the available information, a possible root cause of the reported event may be attributed, but not limited, to surgical technique during implant, as mentioned in the reported event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: 6947m55 lead, implanted: (B)(6) 2015; 459888 lead, implanted: (B)(6) 2015; 5076-45, implanted: (B)(6) 2015. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the post ventricular assist device (vad) implant, the patient complained of abdominal pain and had stool draining from the driveline exit site. The patient had a bowel perforation and stool contamination due to tunneling the driveline through the colon during the implant. A general surgery bowel repair was required, a cardiac surgery was performed and intravenous (IV) antibiotics, vasopressors and inotropes were giving. The ventricular assist device (vad) and driveline were exchanged due to stool contamination and possible infection risk. No further patient complications have been reported as a result of this event.